Manufacturer narrative:
This report was originally sent via asr (B)(4). Biotronik no longer participates in asr reporting. An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additionally an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information received from the field representative that the device was not explanted. The physician gave the patient antibiotics, the pocket was opened, cleaned and closed. There were no additional adverse effects reported. The product remained implanted. This lead was explanted (B)(6) 2018.